Manufacturer narrative:
Correction: 'device available for evaluation' from: yes to: no. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that during use on a patient, the fixed statlock at y-fitting was partly peeled off from the skin. The intra-aortic balloon got out of position and the catheter shaft kinked. The iab was replaced to continue therapy and the iab is using continuously. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during use on a patient, the fixed statlock at y-fitting was partly peeled off from the skin. The intra-aortic balloon got out of position and the catheter shaft kinked. The iab was replaced to continue therapy and the iab is using continuously. No patient injury was reported.